Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pacing impedance measurements on the right ventricular (rv) channel. In addition, high pacing thresholds with loss of capture (loc) was noted. Technical services (ts) suspected a possible spring contact anomaly. However, further reprogramming options were performed. No adverse patient effects were noted. This ICD remains in service.